Event description:
The customer reported intermittently the system locked up. No report of a patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A power supply was adjusted. The system was then found to be operating as intended.